Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No cracks on the screen noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was in hospital due to high blood glucose on (B)(6) 2019. The customer blood glucose level was around 480 mg/dl. The customer was assisted with troubleshooting. Customer also stated that he was hospitalized due to high blood glucose. Customer's experience the symptoms related to the hospitalization was high blood glucose and shortness of breath. The customer was treated with manual injections for high blood glucose level. Customer's outcome pertaining to the complaint. The device will be returned for analysis.